Manufacturer narrative:
No product will be returned. The customer¿s complaint could not be confirmed because the product will not be returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that prior to a chemo infusion, a crack and leak was identified on the base of the spike of the prepared set and below the fluid bag connection point. The medication bag was contained within a plastic bag. No user harm occurred. The dose was prepared by pharmacy with the tubing primed with etopside 20 mg/ml (unspecified bag volume) at approximately 1030h. It was inspected by pharmacy staff prior to delivery to the unit. Approximately 3.5 hours later when preparing for administration, the unit nurse noticed the leak into the (B)(6) bag containing the dose bag and tubing and then notified pharmacy. The dose was returned to pharmacy for investigation and a new dose was prepared. There was no patient involvement.

Manufacturer narrative:
The customer¿s report that the spike cracked was not confirmed after examination of the customer provided photo. The customer report of fluid leakage was confirmed based on the customer provided photo. The provided photo shows fluid leakage at both the areas of the bases of the spike and air filter on a drip chamber spike component. The root cause was not identified.

Event description:
The customer reported that prior to a chemo infusion, a crack and leak was identified on the base of the spike of the prepared set and below the fluid bag connection point. The medication bag was contained within a plastic bag. No user harm occurred. The dose was prepared by pharmacy with the tubing primed with etopside 20 mg/ml (unspecified bag volume) at approximately 1030h. It was inspected by pharmacy staff prior to delivery to the unit. Approximately 3.5 hours later when preparing for administration, the unit nurse noticed the leak into the ziplock bag containing the dose bag and tubing and then notified pharmacy. The dose was returned to pharmacy for investigation and a new dose was prepared. There was no patient involvement.